Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified circumflex artery. Following pre-dilatation, intravascular ultrasound was performed. A 2.75x24mm synergy drug-eluting stent was advanced to treat the lesion. However, difficulty inserting was encountered and shaft kink was observed. When the device was removed, the stent strut was found to be lifted. The procedure was completed with a 2.5 x 16mm synergy drug-eluting stent. No patient complications were reported.